Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 60 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.